Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. While intravascular ultrasound showed that both stents were adequately expanded and apposed, an angiogram showed mild malposition at the proximal edge (4.0x19 graftmaster); thus, post-dilatation was performed with a 4.5x8mm non-abbott balloon inflated to 14 atm, sealing off the aneurysm. Final angiography showed timi 3 flow. There were no adverse patient sequelae. Use of these graftmaster stents did not cause or contribute to complications or adverse events. No additional information was provided. Concomitant medical products: guide wire: runthrough, stent: 3.0x20mm promus premier; 3.5x19mm rx graftmaster. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. It was reported that the graftmaster was deployed with a maximum pressure of 17 atmospheres (atm). It should be noted in the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use (IFU) specifies not to exceed the rbp. In addition, it should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use (IFU) states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient presented with chest pain, an st-elevated myocardial infarction (mi) due to acute thrombotic occlusion of a saphenous vein graft (svg) to the ramus intermedium coronary artery, and with mild myocardial blush caused by the mi. An unspecified whisper guide wire was difficult to advance to the ramus intermedius, but was able to advance with the assistance of an unspecified 1.5mm diameter balloon catheter. Dilatations were then performed throughout the thrombosed occluded segment, restoring timi flow to 1. The whisper did not cause or contribute to any adverse patient effects or any clinically significant delay. The whisper wire was then exchanged for a non-abbott wire and further balloon inflations to 10 atm were performed with an unspecified 2.5mm balloon, restoring timi flow to 3. A 3.0x20mm non-abbott stent was successfully deployed in a lesion distal to the thrombotic aneurysm. Thrombectomy aspiration was performed, removing a large thrombotic mass, but angiography showed sluggish flow and the vessel began to re-occlude. Due to a risk of rupture/perforation with more aggressive intervention, the decision was made to place two graftmaster covered stents for complete coverage of the large aneurysm. A 3.5x19mm rx graftmaster covered stent was advanced via right common femoral artery then was deployed at 16 atmospheres (atm), successfully excluding the area it was deployed in. As planned, a 4.0x19mm rx graftmaster covered stent was then deployed at 17 atm, overlapping the 1st graftmaster proximally, with excellent angiographic result and exclusion of the thrombotic mass.